Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The customer reported via phone call that they experienced high blood glucose and visited emergency room. The customer¿s blood glucose level was 500 mg/dl. The customer¿s current blood glucose value was unknown. The customer did not experienced symptoms of high blood glucose value. It was unknown that how the customer treated high blood glucose. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. It was unknown if the customer was using auto mode or not at the time of incident. Customer reported that insulin pump had a blank display. No further complications were reported. The customer will discontinue to use the device.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat at 0.0873 inches. The battery cap was received broken. The battery cap contact was missing from the battery cap. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, cracked battery tube threads, cracked case at the battery tube side, faded/peeling serial number label, scratched keypad overlay, pillowing keypad overlay, keypad overlay texture damage, and cracked keypad overlay at the select button. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump and carelink upload was successful. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No pump error 25, low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. No pump error 25, or low battery alert noted in the pump trace download on the event date. Please see below for the battery type alarms listed in the pump trace download on the event date. 08/22/2022 05:45:00.000 alarm alert notification (40) fault number: change battery fault (73) 08/22/2022 05:55:00.000 alarm alert notification (40) fault number: change battery fault (73) 08/22/2022 06:16:00.000 alarm alert notification (40) fault number: off no power (11) 08/22/2022 06:26:00.000 alarm alert notification (40) fault number: off no power (11) replace battery alert/change battery fault (73), and replace battery now alarm/off no power (11) was due to the customer's low battery voltage. 08/22/2022 06:27:14.000 alarm alert notification (40) fault number: battoutlimit (6) 08/22/2022 06:27:22.000 alarmalertnotification (40) faultnumber: battoutlimit (6) power loss alarm/battoutlimit (6) was due to time reset. 01/01/2009 00:00:03.000 timereset (2) systemtime = 01/01/2009 00:00:03.000 newsystemtime: 08/22/2022 06:27:00.000 using a test battery cap. The pump powered up properly after the test battery was installed. The pump was programmed and monitored for 2 days. No blank display noted. No damage noted on the electronic assembly, motor or force sensor. The pump passed the functional testing. Unable to confirm alleged high bg's. Blank display was not confirmed during testing. Battery cap damage was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.